Event description:
It was reported by the patient that he received "40 painful shocks/lead was fractured (or broken)." The patient was taken by ambulance to the hospital and admitted to the intensive care unit. The lead was replaced. No further patient complications were reported as a result of this event. Additional information reports the lead impedance was greater than 3000 ohms with "noise" preceding the shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported by the patient that he received "40 painful shocks/lead was fractured (or broken)." The patient was taken by ambulance to the hospital and admitted to the intensive care unit. The lead was replaced. No further patient complications were reported as a result of this event. Additional information reports the lead impedance was greater than 3000 ohms with "noise" preceding the shocks. No conclusion can be drawn. Impedance, high, interference, lead(s), fracture of, shock, inappropriate.